Event description:
Patient had to have ahmed valve implant removed and another one implanted due to the development of hypotony and choroid effusion. Per surgeon, when the old valve implant was carefully dissected, there was a profuse amount of fluid leaking from the valve.